Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2007 the patient underwent surgery. Preoperative diagnosis: lumbar radiculopathy with discogenic pain. She underwent following procedures : 1) anterolateral lumbar fusion l3-l4; 2) danek 40 x 14 mm peek cage; 3) rhbmp-2/acs bone morphogenic protein; 4) percutaneous bone marrow aspiration left iliac crest with harvesting and transplanting for stem cells with bone graft cancellous bone substitute; 5) intraoperative fluoroscopy; 7) intraoperative ssep and emg monitoring. Perop notes, gently dilated through the psoas muscle to place the retractor to expose the l3-l4 disk space. The l3-l4 disk space was entered with a #15 blade for an annulotomy. Used shavers, reamers, rakes and curets with pituitary rongeurs to remove all loose disk material. Endplates were decorticated using the instrumentation. After sizers were performed, opted on a 14 x 40 mm cage. This was filled with infuse bone morphogenic protein sponges and the cage was impacted into place under fluoroscopic guidance. A bone marrow aspiration needle was placed at the left iliac crest, aspirated bone marrow was harvested and transplanted for stem cells with bone graft cancellous bone substitute. This was packed in and around the cage of l3-l4. Irrigation was performed only prior to placement of the rhbmp-2/acs. No complications were reported.